Event description:
It was reported that the pt slipped and fell. Following the fall the right side only provided intermittent stimulation when she lay in certain positions. The pt experienced a return of preexisting pain symptoms. The left side was working fine. The pt noted that a year ago, she fell and they were bale to get things working. Reprogramming was attempted (2009), but they were unable to obtained stimulation. The pt was awaiting revision. The pt outcome was reported as serious injury/illness-ongoing.